Event description:
It was further reported there was a slow/poor connection to the device. The rf head was returned for repair.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device was analyzed and no anomalies were found.

Event description:
It was reported that the radiofrequency (rf) head had a "very slow" telemetry. Of note, there was good connection once connected, but there were no green lights or intermittent lights. It was taking a minute or more to connect. The rf head was replaced and there were no problems with the replacement rf head. The status of the rf head is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.